Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2022-03014 for product code d134804 (thermocool® smart touch® sf bi-directional navigation catheter). (2) MFR # 2029046-2022-03015 for product code d138502 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium).

Event description:
It was reported that a male patient weighing 220.0 lbs. Underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a thermocool® smart touch® sf bi-directional navigation catheter. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium had a hemostatic valve leak and the patient suffered a stroke requiring thrombectomy on the basilar artery in the brain to remove a clot and event will be reported against the thermocool® smart touch® sf bi-directional navigation catheter. It was reported by the bwi representative, that there was blood in the hemostatic valve after the transseptal procedure was performed. They stated that the physician was not able to flush the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced with a non-bwi sheath. It was reported the hemostatic valve broke but it was not dislodged inside the hub. The brim cap and hub did not detach from the sheath and no air entered the patients body. The sheath was being used on patient and 50 ml of blood was lost. It was also reported by the bwi representative, that about 2 hrs. Post procedure the patient was having stroke-like symptoms. She stated that she overheard the staff saying that the patient was slurring their words. There was a clot found in one of the brain arteries. The patient was airlifted to an outside hospital to have a thrombectomy performed to remove the clot. The patient was stable throughout the procedure. The bwi representative, does not have any additional information at this time. Ablation was performed. Thrombus was pointed out on failed left sided groin access and in the right atrium on intracardiac echocardiography (ice). Additional information was received indicating that because of the hemostatic valve malfunction with the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium it was changed over a wire with a baylis needle inside of it to an sl1 sheath and then transseptal puncture was performed. Additional information received also indicated that a post operative CT angiography (cta) of head /neck demonstrated the distal basilar artery occlusion.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: on 2-dec-2022, it was discovered the following h6. Health effect - clinical code of ¿thrombosis/thrombus (e0514)¿ was inadvertently omitted from the 3500a initial medwatch report. Additionally, it should be noted that the patient adverse event of stroke requiring thrombectomy on the basilar artery in the brain to remove a clot was also determined to be reportable against the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. This is a correction to the information provided in section b5 of the 3500a initial medwatch report.